Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implanted device was part of system revision due to infection. No additional adverse patient effects were reported. All available information indicates that the device remains in implanted.